Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 484 mg/dl. Customer stated that site of insulin pump was leaking. Sensor value that the reported event was 202 mg/dl. Insulin delivery was not suspended due to sensor glucose values. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.